Event description:
A facility reported that mayfield skull clamp (a3059) does not seem to function. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement.

Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning performed, all worn internal components were replaced with new parts. Root cause: complaint confirmed via inspection of the unit. The lock had up and down movement and the teeth were grinding when rotated, unit required replacement of worn components. Probable root cause is routine wear and tear of the device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.